Event description:
It was reported that a non-abbott guide wire crossed the lesion in the proximal circumflex, which was moderately tortuous, and moderately calcified. A non-abbott dilatation balloon was used for predilatation of the lesion. A 2.5x15 mm xience v was selected for treatment; however, it would not cross the lesion and was removed. The non-abbott balloon was reinserted to facilitate exchanging of the guide wire from a non-abbott guide wire to a wiggle guide wire, and sometime during the exchange a dissection was noted. It cannot be determined if it was the non-abbott dilatation balloon, the non-abbott guide wire or the wiggle guide wire that caused the dissection. The decision was made to perform coronary artery bypass graft surgery for treatment of the dissection and because stenting of the lesion had failed. The patient is well after surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture and design.